Event description:
It was reported the customer had a missing electrode from their sensor. Customer's father was unsure whether the electrode was inside the customer's body. The father also reported the sensor appeared to be damaged. It was later found the customer did not have the electrode inside their body after a visit to their healthcare provider. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.